Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque valve in tricuspid position by right femoral vein where the valve was deployed in an ideal position. On post-operative day (pod) 9 the patient developed an atrioventricular (av) block and a permanent pacemaker with coronary sinus (cs) lead was implanted. The patient was stable and discharged afterwards.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.